Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced loss of consciousness, the cgm was reading 77 mg/dl and the blood glucose reading was 28 mg/dl. The patient was treated by her son with skittles (sweets) and recovered after treatment. After the treatment provided by the son no further treatment was necessary, and no emergency services were contacted. It was indicated that the patient was taking medication containing hydroxyurea, which is off-label usage of the device. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.